Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed insert new sensor during a sensor session. The sensor was inserted into the arm on (B)(6) 2019, which is off label usage of the device. No product or data were returned for evaluation. The confirmation of the complaint was undetermined. The probable cause could not be determined.